Event description:
Patient reported an issue with her solis pump. She stated machine never alarmed that cassette was running low or empty. She realized pump had been off for about 30-45 minutes and there was an interruption of therapy. Patient reported symptoms of nausea, upset stomach, light headedness. Patient was able to switch to back up and resume infusion right away. She is currently infusing veletri but still feeling lightheaded so she is laying down to rest. While speaking to rph, patient's tubing got disconnected from the cassette and she was getting that fixed. No additional information, details, or dates available. Event is resolved as patient was able to resume therapy however patient is still experiencing symptoms due to interruption of therapy. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Device is available for investigation upon return. Pump is being replaced. Photographs were not provided. Patient was not able to provide serial number. Serial number for pumps currently checked out by patient are: (B)(6). Diagnosis for use: pah. Pt codes: 1970, 2194. Device codes: 1019, 4015. Ref report: mw5182762.